Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The customer reported scan error. Attempted to replicate the reported issue with the similar configuration but unable to replicate the reported complaint and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with unspecified iphone with ios operating system version 16.6. Customer received a "scan error" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment. No additional information available as customer refused to provide further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with unspecified iphone with ios operating system version 16.6. Customer received a "scan error" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment. No additional information available as customer refused to provide further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Another investigation was performed on the returned sensor and no abnormalities were observed. Replicated the customer's complaint using similar configurations and was able to be communicated without any issues. No issues were observed. Therefore, the issue is not confirmed. Section d4 (unique identifier(UDI)) were updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with unspecified iphone with ios operating system version 16.6 and app version 2.10. Customer received a "scan error" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment. No additional information available as customer refused to provide further details. There was no report of death or permanent impairment associated with this event.